Event description:
It was reported that the patient¿s old stimulator displayed a call your doctor message. There was a loss of therapeutic effect. The patient did not know how long the implantable neurostimulator (ins) had not been working. It was noted the patient stated the ins ¿had not been working for quite some time.¿ additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 37712, serial# (B)(4), implanted: (B)(6) 2010, product type implantable neurostimulator; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).